Manufacturer narrative:
(B)(4). (B)(6).

Event description:
On 25mar2019, a patient (pt) from (B)(6) reported a diagnosis of corneal ulcer in the right eye (od) in (B)(6) 2014 while wearing acuvue® oasys® brand contact lenses (cl). The pt reported sleeping in the cl for 20 days before replacing it. The pt was told by an ophthalmologist that the ulcer was on the side of the cornea and was due to the extended wear of the same cl. The pt discontinued cl wear for 2 months and was prescribed unspecified eye drops every 6 hours and an unspecified eye cream at bedtime (unknown duration). The pt returned to cl wear after the treatment concluded and transitioned into a different brand of cl without further issues. The pt uses renu solution to clean and store cls. On 01apr2019, additional information was received from a representative of the treating eye care provider (ecp): the ecp representative reported there is no documentation of the pt being seen or treated in 2014. No further information was provided. On 04apr2019, a call was placed to the pt and the pt agreed to provide a copy of the medical report, but it has not been received. Multiple attempts were made to contact the pt to confirm the treating ecp information and request the medical report. No additional information has been received. This event is being reported as a worst-case event as the diagnosis and treatment were unable to be verified. The suspect od cl is not available for return. No product or lot information was available. No analysis could be conducted. If any further relevant information is received, a supplemental report will be filed.